Event description:
Physician opened pvak kit and fiber was broken at the distal end. Fiber was not used. Opened new kit and completed case without further issues.

Manufacturer narrative:
The returned pvak kit was evaluated and confirmed that the fiber had not been used. The fiber was removed from the packaging and it was noted that there was a break in fiber approximately 167 mm from the distal tip. The compliant was confirmed. Both ends of the break were examined under magnification and it was noted that the break was very clean possibly due to a flaw in the fiber or handling damage. The directions for use supplied with this device states the following: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20 cm. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).